Manufacturer narrative:
(B)(4).

Event description:
On the morning of (B)(6) 2017, calibration, qc, and patient qc were acceptable. The customer then analyzed an unspecified number of patient samples for a1cx-2 tina-quant hemoglobin a1cdx gen.2 on the cobas integra 800 analyzer (serial number (B)(4)). The results were released outside the laboratory. Later in the day, the patient qc was repeated and failed. The customer recalibrated the assay and repeated the patient qc. On (B)(6) 2017, a physician¿s group informed the customer that the reported results were erroneous. The integra 800 analyzer was not in operation from 04/10/2017 through 04/14/2017 due to an unrelated issue. Subsequently, the customer sent a portion of the samples from (B)(6) 2017 to another facility to be repeated on their cobas 6000 analyzer. On an unspecified date, the customer repeated a portion of the samples from (B)(6) 2017 on the integra 800. Corrected reports were issued for 59 results that were initially analyzed on (B)(6) 2017 between 10:59 am and 11:54 am. The customer stated the change between the initial and repeat results was about 2% absolute lower. Data was only provided for two patient samples. It was unclear whether the repeat results were from the integra 800 or the cobas 6000. Patient a: initial result was 7.4%; repeat result was 5.7%. Patient b: initial result was 9.5 %; repeat result was 7.7%. No adverse event occurred. The field service representative inspected the analyzer and found all systems to be functioning properly. Customer maintenance is current. Calibration and qc results were acceptable. He performed a check test which passed. The analyzer performed according to specifications. The customer suspected an issue with the reagent pack. Since the customer has switched to using a different reagent pack, they have experienced no further issues with elevated patient results. The most likely root cause is improper storage of the reagent (allowed to freeze), leading to elevated results. In order to detect the affected reagent, it was recommended to the customer to perform qc on every reagent pack prior to testing patient samples. The customer stated they will now perform qc on every reagent pack.